Event description:
It was reported that the keypad button presses were intermittently activating the desired pump functions and the keypad buttons were sticking. The keypad is reportedly intact and the pump reportedly has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact (no lifting or peeling observed; however, the up/down arrow buttons were intermittently responding during testing, the ok/contrast buttons required excessive force to activate, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.